Event description:
It was reported that the patient was experiencing unwanted over stimulation in the legs and feet. The sensation persists with all available programming. The patient underwent an ipg replacement procedure and was doing well postoperatively.